Event description:
The patient began having migraine headaches in (B)(6) 2009. In (B)(6) 2009, the patient presented to the ER with a headache. Blood clots and aneurysms were ruled out, and an injection was performed. The patient presented to her primary care physician for follow up. X-rays indicated that her "neck appeared to be very narrow." The patient underwent an MRI, and presented to the surgeon for review. The surgeon diagnosed that the patient had "decreased blood flow to your head" and recommended cervical spine surgery to treat her headaches. On (B)(6) 2009, the patient underwent cervical spine surgery. Post-op the patient reported being "extremely bruised up and down both arms" and that she had "ivs and other needles placed in me." The patient reported having some discomfort, and was discharged. The patient was very tired for two weeks, and reported that her incision was very sore. In (B)(6) 2010, the patient presented for followup and reported being tired, her neck felt stiff, she was again getting headaches. The patient was given an order for physical therapy. By (B)(6) 2010, the patient was getting headaches again. In (B)(6) 2010, the patient was prescribed an anxiety medication and an anti-depressant. In (B)(6) 2010, the patient presented to the surgeon with complaints of tiredness and headaches. The surgeon diagnosed osteoarthritis and told the patient that her "cervical spine would continue to deteriorate" and that surgery was needed to "replace more vertebrae" in the cervical spine. On (B)(6) 2010, the patient underwent a cervical spine surgery post-op, the patient reported blurry eyesight. The surgeon stated that the symptom was due to anesthesia. The patient presented for several post-op visits, continuing to report occasional blurry vision. The patient developed pain in her arms, shoulders, and neck, and she would have pain when attempting to rotate her head from side-to-side. In (b)6) 2011, the patient presented to another physician for a second opinion. The patient presented to her primary care physician complaining of migraine headaches as well as neck, shoulder and arm pain. The patient reportedly underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the (B)(6) 2009, cervical spine surgery, nerve analysis was performed on the patient, of which, she was never informed before. The patient further developed throat swelling and experienced frequent choking and difficulty breathing, all of which are commonly-known side effects of the use of rhbmp-2/acs in the cervical spine.